Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a procedure on (B)(6) 2025 [related manufacturer reference number: 3006705815-2024-09848] the lead was discovered to be fractured. As a result, the lead was explanted and replaced during the procedure.